Manufacturer narrative:
(B)(4) - (tip orientation). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was initially reported to boston scientific corp on aug 19, 2009, that a stonetome stone removal device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009. According to the complainant, the device had poor angulation. The customer indicated the issue was related to improper orientation since, when the wire was "tensed", the device was not pointing in the correct direction to cannulate. The procedure was completed with another stonetome stone removal device. There were no pt complications reported as a result of this event. This event has deemed a reportable event based on the preliminary investigation results; the exposed cut wire was bent.